Event description:
It was reported by consumer that the cam lever on the left footrest will not pop back out when it is pushed in. The consumers' son called in and didn't have the serial number, but said, he would call back with it. The dealer wants to charge his mother $75 to fix this, but all that needs to be ordered is the cam lever and cam housing which amount to approximately (B)(4).